Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 169 mg/dl at the time of the call. The customer stated that they had a hard time pressing the buttons on their pump and that the backlight on the screen is not bright enough. The customer inserted new batteries but he issue was not resolved. The customer was informed that if they felt unconformable with the pump then it could be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.